Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was revealed the patient did not recharge the ipg as recommended. As such, the ipg would not communicate with the patient's external devices and the programmer reflected a communication error. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established following the procedure.